Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Device information provided as a "mcghan 550cc round". The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported left side "periprosthetic effusion" and capsular contracture. The symptoms began to occur, "almost since the augmentation." The device has been explanted. After explantation, alcl lymphoma diagnosis was made. As pathological markers confirming alcl have not been received, the event will be captured as lymphoma.